Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a high threshold of 4.5 v and r-waves decreased to 2.7 mv. The lead dislodged and attempts to reposition the lead were unsuccessful. The lead was removed and replaced.